Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, and 90% stenosed mid left anterior descending artery. A 2.5 x 15 tenku mm was advanced to the lesion for pre-dilatation. On the first inflation, at 8 atmospheres, the balloon ruptured. Another balloon catheter was used for pre-dilatation, and a non-abbott stent was implanted. Post-dilatation was performed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide cath: mach1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required. The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.